Event description:
It was reported that the nurse stated that they were initiating therapy in an arctic sun device. They were getting low flow or air leak alarms, current water flow rate (wfr) was 0.6 l/min. Nurse stated that they have already tried swapping to a new device. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect. Had nurse confirm all tubing was straight, no kinks or bends. Instructed nurse to reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse noted some of the pad¿s clamps were harder to push on and connect. Nurse asked if it could be the water level, discussed negative pressure and correlation with flow rate, explained the water level did not affect the flow rate. Confirmed water reservoir level (wrl) was 5 and was full. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0 l/min. Nurse noticed two of the clamps seemed to have popped off or were not fully connected. Nurse thought the clamps were damaged and were not fully connecting. Confirmed this seemed to be a pads issue. Nurse was going to swap with a new set of pads and call back if needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section.". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were initiating therapy in an arctic sun device. They were getting low flow or air leak alarms; current water flow rate (wfr) was 0.6 l/min. Nurse stated that they have already tried swapping to a new device. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect. Had nurse confirm all tubing was straight, no kinks or bends. Instructed nurse to reconnect pads holding only the blue tubing and not the clear plastic clamps. Nurse noted some of the pad¿s clamps were harder to push on and connect. Nurse asked if it could be the water level, discussed negative pressure and correlation with flow rate, explained the water level did not affect the flow rate. Confirmed water reservoir level (wrl) was 5 and was full. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0 l/min. Nurse noticed two of the clamps seemed to have popped off or were not fully connected. Nurse thought the clamps were damaged and were not fully connecting. Confirmed this seemed to be a pads issue. Nurse was going to swap with a new set of pads and call back if needed.